Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no serious patient harm or injury that occurred or was reported. Onsite service performed, proportional valve, solenoid valve and flow sensor replaced to address the issue. Final test failed after parts replaced and an error code related to the fio2 sensor was observed. Evt_fio2_sensor_railed_low means the voltage output of the fio2 sensor railed to minimum value. The printed circuit board assembly identified as cause of failure. Customer will replace the circuit board to resolve the issue.